Manufacturer narrative:
H6: investigation summary: two photos and three fully sealed safetyglide blister packs from batch 0023085 (p/n 305917) were received and evaluated. One photo displayed the packaging print slightly overlapping the color stripe on the packaging. The print was still legible and acceptable per product specification. The physical samples appeared to match the product in displayed in one of the photos. It was observed there was large ink stains on the packages large enough in size to be rejectable per product specification. Potential root cause for the foreign matter defect is associated with the packaging process. It was likely due to insufficient cleaning of the printer after an adjustment. Potential root cause for the overlapped print on the package is associated with the supplier. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw package was damaged on 15 occasions and there were 49 occurrences of foreign matter. The following information was provided by the initial reporter: resources received feedback from pharmaceutical co., ltd. When opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes and found that the needle was defective during the packaging process. Needle defects were found during packaging. There are 27 ink stains on the information surface of the needle, 14 misplaced printing, 1 needle packaging bag damaged, 5 removable foreign objects in the bag, 9 immovable foreign objects in the bag, and 8 foreign objects outside the bag. There are a total of 64 defective needles, with a defect ratio of 0.68%. Needle ink stains and printing misalignment defects are eliminated in time after the first occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw package was damaged on 15 occasions and there were 49 occurrences of foreign matter. The following information was provided by the initial reporter: resources received feedback from pharmaceutical co., ltd. When opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes and found that the needle was defective during the packaging process. Needle defects were found during packaging. There are 27 ink stains on the information surface of the needle, 14 misplaced printing, 1 needle packaging bag damaged, 5 removable foreign objects in the bag, 9 immovable foreign objects in the bag, and 8 foreign objects outside the bag. There are a total of 64 defective needles, with a defect ratio of 0.68%. Needle ink stains and printing misalignment defects are eliminated in time after the first occurrence.